Manufacturer narrative:
The technician found the bed exit functioned as designed and the issue to be user error. The technician zeroed the bed scale and in-serviced the account on scale operation.

Event description:
The account alleged the bed exit is not setting. No injury reported.